Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not boot. It was reported that the viewing station displayed a bootmgr error. It was noted that the issue occurred when attempting to install an inrush suppressor. There was no patient present when this issue was identified.